Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's mother states her son has been having high blood glucose levels. It was reported that the customer's blood glucose at one point was 400mg/dl. The customer's current blood glucose is 190mg/dl. Customer also states noticing air bubbles forming in reservoir and tubing. Troubleshooting was reported to be conducted and completed. A replacement reservoir is being sent out.